Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited low r-waves the day after implant. The lead continued to have low r-waves as the lead was dislodged from the rv outflow tract and was removed two weeks post implant.